Event description:
It was reported that the depth stop on the bur broke during a surgical procedure causing the bur to remove add'l bone. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this complaint was not returned for eval. Mfg records pertaining to the lot were reviewed and all details conformed to requirements. It was not possible to determine the definitive root cause for the alleged breakage.